Event description:
It was reported by svc report that the bed was stuck in the upper position, due to the motion interrupt pan also being stuck high, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan stuck up high.